Event description:
The physician deployed a 6x200 everflex self-expanding stent placed in the proximal sfa but missed the sfa/profunda bifurcation by 10-15mm. The physician was attempting to treat a fibrous chronic total occlusion in the left proximal-mid sfa. The lesion was 200mm in length. The artery diameter was 6 mm and had little tortuosity. Then, the physician was attempting to use a 6x20x150 everflex self-expanding stent with entrust delivery system to treat the lesion. The procedure used a 6f x 6cm non-medtronic sheath and a 0.035" non-medtronic guidewire. The lesion was pre-dilated using a 5x150 pre-dilation device. It was reported that while retracting this stent to the lesion site, once it was observed to be beyond the lesion on initial angiography, it was noted to have a bent tip. The tip of the entrust stent had caught in the proximal strut of the 6x200 everflex stent. The proximal edge of the everflex stent was noticeably crushed. The physician attempted to withdraw the entrust into the sheath, but the 6x20x150 everflex entrust deployed in the common femoral artery during withdrawal into the sheath. This device deployed without the red safety being removed. The physician rewired the lesion and attempted to cross a 7x20x150 entrust into the 6x200 everflex. This was unsuccessful. Physician then exchanged for a 0.014¿ non-medtronic and inflated a 5x60 non-medtronic balloon in the proximal portion of the everflex stent. The physician then exchanged back to a 0.035¿ non-medtronic and used a 6x60 evercross pta balloon to dilate the proximal edge of the everflex stent. Another unsuccessful attempt at getting the 7x20x150 entrust to cross was made. Physician performed a runoff of the leg and noticed distal thrombus in the stent. He used a non-medtronic catheter and successfully administered tpa, which dissolved the thrombus. Patient was reported to be doing well with good distal pulses.

Manufacturer narrative:
Additional information: the procedure was completed using a 6x200 pta balloon, until the 7x20 everflex entrust stent was able to cross. The 7x20 everflex entrust stent was then deployed. If information is provided in the future, a supplemental report will be issued.